Event description:
Patient reported rupture. This record is for unknown side. The device remains implanted.

Manufacturer narrative:
Clarification d6a: partial date of implant: 2013. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Healthcare professional reported no complaint against the device. This record is for the left side. The device has been explanted and replaced.